Manufacturer narrative:
(B)(4) silicon (s2) tubing. On (B)(6) 2009, customer reported precision was out of specification on multiple parameters. Customer already replaced the sample injection syringe, premix cup, ran autoclean, supplemental cleaning, cleaned the aperture plates and probe. A field service representative (fsr) was sent to service the instrument. The fsr replaced the lyse inlet tube, lyse reagent, and the s2 tubing around wbc and pre-mix cup. The precision was within specification. On (B)(6) 2009, the customer calibrated the instrument but getting calibration imprecision on rbc and plt. The customer saw very little bubble mix on the rbc transducer. A fsr was sent to service the instrument. The fsr replaced the fittings and tubing around wbc transducer, adjusted the bubble mix. The instrument was within specification. On (B)(6) 2009, the customer requested fsr to come back because the issue persisted after both fsr visit on (B)(6) 2009 and (B)(6) 2009. The fsr replaced s2 tubing for rbc bubble mix, performed verification procedure 09 (signal processor module adjustment), performed control and precision runs and all test passed. On (B)(6) 2009, the customer stated service was on site on (B)(6) 2009 and issue returned. A fsr was sent to the account and inspected the instrument and found no problems. The fsr instructed the customer on how to run controls and samples. The fsr verified the instrument by running controls and precision and all tests passed. Subsequent to this the customer stated the hgb results on cell-dyn 1800 instrument were matching the main lab hgb results and controls were also within range. A review of the complaint history for the cell-dyn 1800 (B)(4) from the complaint date ((B)(6) 2009) until present found no other complaint related to the reported issue. The cell-dyn 1800 system operator's manual, list number 07h80-01, revision e, under section 10, troubleshooting and diagnostics, provides troubleshooting steps for imprecise or inaccurate data. If assistance is needed for any technical or operational problems, the customer is instructed to contact the local country service and support center. Section 5, operating instructions, covers the proper mixing, handling, and running of samples. Section 11, quality control, covers the proper mixing, handling, and running of controls. No deficiency / malfunction was identified. This is the final report.

Event description:
The account stated that the cd1800 analyzer generated a hemoglobin (hgb) result of 7.6 g/dl. The patient was sent to the hospital for a blood transfusion. The hospital ran a hgb on the patient prior to the transfusion and the result was 10.1 g/dl. The patient was still given a blood transfusion. The account stated that the transfusion decision was based on the 10.1 g/dl result. No injury / adverse event occurred.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.